Manufacturer narrative:
(B)(4) . Date sent: 2/20/2026. D4: batch # 649d22. Investigation summary: during inspection at the independencia pi lab, the device fired without pressing the firing trigger, within and outside the firing range. It returned with staples present, with washer uncut and the staple retainer in place, and the green check mark was not illuminated, indicating the device was not fired during surgery. To perform the functional test, the orange band was positioned within the firing range, and the test skin was placed, however as soon as the forward battery was inserted, the instrument fired automatically with the safety engaged without pressing the firing trigger. After that, the reset battery was connected, and it also reset automatically without pressing the trigger. The forward battery was inserted again, outside of range, and the instrument had the same problem, firing without pressing the firing trigger. The device was disassembled and no apparent damage was noted. The device was sent to cincinnati for further analysis. Visual analysis in the cincinnati pi lab revealed that the cdh29p device arrived disassembled, with shrouds removed and the indicator lens detached. There was no apparent damage to the device components. A test battery was connected to the device. A shunt was inserted into the anvil detect connector on the pcb, and the flex circuit was left disconnected. The safety was disengaged and the firing trigger was pressed and the device completed full firing stroke without issues. The device was reset, the shunt was removed, and the flex circuit was connected. The anvil was left out of range, when the trigger was pressed, the device did not fire (as intended). The anvil was brought into firing range, the trigger was pressed, and the device fired and stopped as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The would not fire that was reported during the surgery could not be confirmed based on the device¿s ability to fire through a complete firing stroke without incident. The device was fired at the independencia pi lab and the cincinnati pi lab. Additionally, the automatic firing within and outside of the firing range that was seen in the independencia pi lab, could not be confirmed in the cincinnati pi lab, based on the devices ability to fire only when the firing trigger is pressed within firing range, anvil attached, and safety disengaged. The device could not be fired outside of the firing range. The most likely cause of the out-of-range auto-firing observed in the independencia pi lab is that bodily fluid entered the s1 switch, dried, and left the switch stuck in the firing (open) state. In this condition, the device will fire as soon as the anvil moves close enough to trigger the anvil-detect switch, even if the indicator shows it is out of range. Whatever residue was holding the s1 switch open may have been dislodged during transit, which would explain why the device auto-fired in the independencia pi lab but did not reproduce the issue during the analysis in cincinnati. Device history review a manufacturing record evaluation was performed for the finished device batch number 649d22, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent 11/5/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.